Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, h6.

Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "capsular contractures, baker grades IV, pain and exchange from textured to smooth". Later healthcare professional reported "capsular contracture baker grade ii". This record is for the left side. Device remains implanted.